Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had hardware low level failure and had alarmed the motor arm cannot communicate with the main arm. Customer's blood glucose value was 7.2 mmol/l. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will not returned device for analysis.